Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported poor communication. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was going on an airplane and needs to know what she has to do. The patient stated she was not able to use the programmer and she would have her husband call in when he gets home. The patient also stated she thinks the battery in her body was shot. In addition, it was reported that there was a gradual return of symptoms, she was unable to hold urine sometimes, and urgency has returned. The patient feels like the bladder was not emptying, and she has to go more often and frequent. Sometimes, she has to go so bad she almost wets herself. There were no further complications or anticipations reported with this event.